Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right-side rupture and "fluid and quite enlarged" confirmed via CT scan and exchange of textured device due to patient's concern with product. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, opening assessed as surgical impact opening. (Shell thickness was within specification). Edema: unable to observe since it is a medical event and is not related to the device. Anxiety-product/procedure : unable to observe since it is a medical event and is not related to the device. Additional observation. No penetrating nick . No further actions are required as no issues with the manufacturing process are observed. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported right-side rupture and "fluid and quite enlarged" confirmed via CT scan and exchange of textured device due to patient's concern with product. Device has been explanted and replaced.